Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
Initially it was reported by arjohuntleigh representative that " a patient reported he received an electric shock on his lower back while he lay in bed on top of a mattress in an enterprise 8000 bed". No further outcomes occurred to the user. During the examination of the bed it was noted that the patient was lying on 3rd party mattress. An arjohuntleigh engineer completed a full function test and electrical safety test on the bed. There was no issues found.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Evaluation codes have been added in section h6.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing similar reportable events for enterprise 8000 and 9000 range of beds, we have been able to find very low number of other cases with similar fault descriptions compared to the situation investigated here: electric shock to the user. There is no complaint trend for these kinds of complaints. The device was inspected by an arjohuntleigh representative at the customer site and found to be to its specification - no failure was found. The device was being used with a patient and in that way contributed to the event. Based on the received information we were not able to establish the exact cause of the reported electric shock. Please note that enterprise 8000 beds are conform with iec 60601-1:1988 + a1:1991+ a2:1995 and iec 60601-2-38:1996 + a1:1999 and classified by underwriters laboratories inc. (Ul) in accordance with iec 60601-1 and iec 60601-2-38. Additionally each bed need to pass electrical test before being dispatch. Therefore we don't find bed's design and manufacturing process to be a case. The involved bed was examined by arjohuntleigh's representative after the reported event. An engineer who attended the site, completed a full function test and electrical safety test on the bed. He completed a full continuity check on the bed and no issues were found with a device. It was however stated that there was plexus mattress on the bed that the patient was lying on. This is not an arjohuntleigh mattress and the customer contacted the supplier of this mattress for them to conduct a separate investigation into the mattress. Operating and product care instructions (e.g.: 746-435-UK rev 6 from 11/2008) is supplied with each device. It warns: "to avoid the risk of electric shock, this product must only be connected to an electricity supply with a protective earth". No anomalies were found with bed's installation. It also passed test performed by the service technician, therefore we can exclude problems with the installation. Despite our best efforts we were not able to obtain additional details regarding the reported electric shock. Site contact was proving difficult to get hold off, email was sent to the customer back in august, followed up by two telephone calls. No feedback was provided. From the above evaluation we can state that this is highly unlikely that the reported electric shock was caused by arjohuntleigh's bed. Our belief is that no electric shock was likely to occur, the impression that could been felt by the patient might be a static discharge or jolt. As no fault was found with a bed and no evaluation results of the involved mattress were provided, this possibility cannot be ruled out.